Event description:
Reporter alleged obtaining a discrepant blood glucose result of 89 mg/dl back to back with a result of 181 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that he took an extra 500 mg of metformin because of the 181 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.